Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they were unsure if the pod fired the needle or not since he did not feel anything and could not check the pink slide properly since the pod was on his stomach.